Event description:
A caller reported that their pump battery was depleting too quickly, leading to a pump shutdown. This shutdown caused the customer's blood glucose levels to rise between 500-600 mg/dl. To address this, the customer administered a correction bolus via the pump. No assistance from a third party was required, and the customer did not use the tandem t:slim mobile app or bluetooth settings on the pump. Technical support educated the caller that the battery was depleting normally based on their settings and usage, which the caller understood and acknowledged.